Event description:
It was reported that two screwdrivers broke during surgery. The surgeon was performing a posterior spine surgery and while taking the cap off of one of the screws, the screwdriver tip broke off. The surgeon used a second screwdriver to take another cap off and the tip broke on the second screwdriver as well. No delay in surgery was reported. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was performed on the returned sport grip t25 stardrive shaft f/matrix-long (part # 03.632.075, lot # 6604360). The 03.632.075 driver is a multiple use device used with the matrix spine system to hand-tighten pedicle screws. As part of this evaluation, drawings were reviewed; no nonconformances were revealed. Due to the damage to the blades on the tip the conclusion is that the driver was over-torqued. The design of the drivers is adequate for the intended use and the disposition of the complaint from a design perspective is indeterminate.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number provided could not be verified. Placeholder.

Manufacturer narrative:
The complaint condition (tip broke off) is due to an unknown cause. The inspection of the points on the screwdriver showed they were rounded, broken and deformed. One of the lobes is deformed distally past the tip of the driver. The lot initially conformed to all requirements per the certificate of compliance and was inspected / conformed to the synthes tabulated incoming final inspection sheet. Although the taper depth passed, the burr on the tip makes this reading unreliable. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.(B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the DHR for p/n 03.632.075, lot 6604360, showed no nonconformances generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.